Event description:
During patient use, upon removing the lifeband off the autopulse platform (sn (B)(6), the crew inadvertently damage the power switch. Following this, the platform was unable to power on. In addition, the customer noticed that the serial number on the platform was scratched off. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) was unable to power on due to the damage occurred on the power on/off switch was confirmed during visual inspection and functional testing. The top cover of the platform has a large crack on the bottom left-hand corner near the power on/off switch, which led the power switch to be dropped in the autopulse, likely attributed to user mishandling such as a drop. The top cover was replaced to remedy the fault. The reported complaint of "scratched off serial number on the autopulse platform" was confirmed during the visual inspection. The root cause was likely due to user mishandling. The label was replaced to address the reported complaint. During visual inspection, noticed cracked top cover at the bottom left-hand side corner which led the power switch to be dropped in the autopulse. In addition, unrelated to the reported complaint, cracked front enclosure at the front-end area and multiple cracks at the screw well area of the bottom enclosure. The observed physical damages were appeared to be the characteristics of harsh impact due to user mishandling. The top cover, and front and bottom enclosures were replaced to address the observed physical damages. Unable to perform functional testing, due to the power on/off switch was dropped inside the autopulse platform and thereby, unable to power on the platform. Thus, confirming the reported complaint. During archive data review, not related to the reported complaint, multiple ua 41 (patient temperature sensor failure) error messages were observed. As a precautionary measure, the temperature sensor was replaced to address ua 41 as the sensor may have some intermittent technical problem that was not able to directly identify during testing. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn unknown) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During patient use, upon removing the lifeband off the autopulse platform (sn unknown), the crew inadvertently damage the power switch. Following this, the platform was unable to power on. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.